Event description:
It was reported that after receiving the delivery, opening the new product and was preparing to use it, the ceramic part in front of the sheath immediately broken.. There was no paitent involvement.

Manufacturer narrative:
It was reported that after receiving the delivery, opening the new product and was preparing to use it, the ceramic part in front of the sheath immediately broken. There was no patient involvement.